Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not performing the air removal steps as well as using pump supplies beyond labeling. Tandem technical support educated the customer on proper air removal technique and supplies labeling. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 392 mg/dl.